Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device at third party service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue.